Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong titanium port s/l that are cleared in the us. The pro code and 510 k number for the groshong titanium port s/l are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter with two segments was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential breaks were noted on the distal end of the attached catheter and the proximal end of the distal catheter segment. Catheter wear was noted throughout both catheter segments. The edges of the complete circumferential breaks were noted to be uneven and the surfaces were noted to be granular in one region and round and smooth on the other region. A small longitudinal split was noted on the border of both regions. Kinks were noted throughout the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture, ,material separation and the identified deformation and material wear issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven years post port placement, the catheter was allegedly found to be broken in a computed tomographic examination. It was further reported that, the port and the distal segment were removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong titanium port s/l that are cleared in the us. The pro code and 510 k number for the groshong titanium port s/l are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly broken. There was no reported patient injury.